Event description:
A user facility reported a capsular bag tear that occurred during cataract surgery.

Event description:
Additional information received from the reporting facility indicates that the intraocular lens (iol) was inserted without difficulty (well centralized and stable). Following a bout of coughing by the patient, damage was noted in the zonular area and the iol became unstable. The iol was removed and replaced with an anterior chamber lens.